Manufacturer narrative:
This is a correction for patient code, evaluation code method, result, and conclusion. The device code has been updated to reflect the most current coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the last time they had a root canal their gum was sore and they had a major infection present, so the healthcare provider (hcp) started them on antibiotics. A week or so later they woke up with severe headaches and were seeing double. The patient's eye hcp told the patient it was a result of a "number 4 eye nerve palsy." However, the patient thought it was actually from the infection because once they started taking the antibiotics the double vision and headaches went away. It was confirmed that the major dental work was a tooth extraction then tooth implantation and bone grafting. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they waited and the issue solved itself. The number four eye nerve palsy has been resolved.